Manufacturer narrative:
(B)(4). The motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed the displacement test, the self test, and the unexpected restart error test. The insulin pump passed with all operating currents tested within specification range, and passed the off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm was noted by analysis. The insulin pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, moisture damage on the electronics and motor assembly, and minor scratches on the display window, as noted by analysis.

Event description:
Customer reported their insulin pump was exposed to fluid. Blood glucose level at the time of call was 342 mg/dl. Customer indicated damage to the reservoir compartment. The device will be replaced and returned for analysis.